Event description:
Uring a surgery with an electrosurgical device the table started to move. It tilted down by itself, the hosp staff successfully shut the device down, rebooted the system and continued the case. No injury was reported.